Event description:
It was reported that pump screen was dark and would not turn on, and that pump button was extremely difficult to press and required multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to remove pump from case and press button in a specific way until display turned on, planned to continue using current pump as backup therapy, and technical support arranged a replacement pump, confirmed shipping details, and instructed customer to place current pump into storage mode and reenter pump settings into replacement pump, which customer understood and acknowledged.